Manufacturer narrative:
Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh erosion which was reclosed in 2015. The patient is now experiencing a recurrent small horizontal linear mesh erosion which also required reclosure and trimming. No additional information was provided.